Event description:
Nurse was assessing patient and noticed a small drop of fluid leak on to patient's abdomen. Upon further assessment, it was noted the patient's peripherally inserted central catheter (PICC) line in the right accessory cephalic vein had a small leak from the line as if there was a crack in the line. Charge nurse was notified to come assess and neonatal nurse practitioner (nnp) was called. Nnp ordered PICC line to be removed. Charge nurse removed the line, started a peripheral intravenous line (piv), and restarted fluids, 1x dose of vancomycin given per nnp order.